Manufacturer narrative:
(B)(4).

Event description:
It goes down to my throat and it bothers me a lot [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant), product complaint and lack of drug effect. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion, product complaint and lack of drug effect were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information via interactive digital media ((B)(6)) on (B)(6) 2021, "this product does not do what they say the (B)(6) does, it does not work for me, it becomes so thick that it goes down to my throat and it bothers me a lot, I bought it and used it a few times. I did not approve". Follow-up received: the product complaint received from quality assurance department on (B)(6) 2021: product name: pqc68337. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information was not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint conclusion: complaint inconclusive. Product name: pqc68333. Investigation evaluation: no sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information was not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint conclusion: complaint inconclusive.